Event description:
Per the clinic, the patient experienced a breakdown of the skin-flap and subsequently developed an infection near the receiver-coil/transducer. The patient was managed with both topical and oral antibiotic therapy and subsequently underwent revision surgery for excision of the infected skin. The implanted device remains.